Event description:
It was reported that the customer's sensor caused multiple sensor error alarms in the insulin pump, and that after removing the sensor from the customer's body, the cannula was missing. A replacement sensor was sent to the customer and the original analyzed. There was no blood glucose value reported.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and found sensor broken inside sensor base. Unable to confirm customer received sensor base damage due to customer returning it opened/used.